Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due a broken transmit/receive module and a defective video card. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera 4k uhd camera control unit is unable to display image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty transmit/receive module. The specific root cause of the faulty transmit/receive module could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.